Event description:
A customer tested patient sample for troponin (accu tni) and a result of 0.10ng/ml was reported out of the lab. The original sample was re-tested and two results of 0.62 and 0.32ng/ml were obtained. The sample was tested on a different instrument and results were: 0.01 and 0.03ng/ml. Customer was not made aware of any injury or change in patient treatment attributed to this event.

Manufacturer narrative:
There were no result flags associated with this event. Qc was within specifications before and after the event. A system check performed on 03/25/09 initially failed on one parameter, and then passed upon repeat. A field service engineer (fse) was dispatched:the fse inspected the instrument and replaced hardware components. The fse performed a diagnostic testing which passed. The instrument passed all hardware verification testing. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.